Manufacturer narrative:
A review of the manufacturing records indicated the lots met all pre-release specifications. The device was discarded at hospital facility. There was no imaging return. An evaluation could not be performed. It is unknown if the adverse event was related to the acuseal device. Information was not made available. Cause of the event cannot be established based on the available information. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was implanted with a gore® acuseal vascular graft (acuseal device) to build arteriovenous fistula. The patient was dialysis in the other local hospital due to kidney disease. On (B)(6) 2022, the patient was returned to the facility due to puncture difficulty. It was found that the internal fistula of the graft was patent under ultrasound, but the venous segment of the acuseal device was found delamination till the anastomosis (no delamination at anastomosis), of which length is over 10 cm. It was reported that there was dialysis puncture sites at the delamination segment and delamination was not located near elbow joint. There was no stenosis in the anastomosis and patient vein. The patient did not use relevant anticoagulant drugs. Another propaten vascular graft was used to replace the delamination segment successfully, from tunneler (u type) till cephalic vein of the upper arm, of which length is about 20 cm. Patient tolerated the procedure. Currently the arterial segment of the acuseal device was still used as the puncture site during dialysis and it works well. Physician suspected that the delamination may be related to dialysis puncture.